Event description:
It was reported that during the laparoscopic roux-n-y procedure, shears stopped working in the middle of the case. Another device was used to complete the case. There was no patient consequence.